Event description:
It was reported that the steelcore guide wire was advanced in the mildly calcified internal tibial artery and a balloon catheter was advanced over the guide wire successfully. No resistance was noted during retraction of the guide wire from the patient; however, approximately 5 centimeters of the tip of the guide wire remained in the patient anatomy. A snare device was used to successfully retrieve the separated piece of guide wire. The procedure continued on with further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The core was separated 7 millimeters distal to the proximal solder as reported. Scanning electron microscopy analysis results suggest that the core failure may be attributed to ductile overload at a bend with slight twisting present. The results suggest that the wire was over torqued and pulled. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.